Event description:
It was reported that the catheter fractured in the spine area. Device troubleshooting and patient symptoms were not reported. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates lioresal. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.